Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure is necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2014 due to wear of the patella. The tibial bearing, patella and locking bar were removed and replaced.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date approximately 14 or 15 years ago. Subsequently, a revision procedure has been indicated due to wear of the polyethylene tibial bearing. No revision procedure has been reported to date.